Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the deflation reported initially, the patient also experienced capsular contracture. When the devices were explanted, bilateral prosthesis replacement was performed. The right prosthesis was replaced with a mentor smooth round moderate profile 425cc saline prosthesis. The left prosthesis was replaced with a mentor smooth round moderate profile 350cc saline prosthesis. The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the reported information, the patient developed capsular contracture and experienced deflation. During visual evaluation of the device a crease was found on the anterior view. Additionally, a tear within the crease measuring approximately 0.2 cm was noted. The evaluation determined that the crease/fold rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a mentor smooth round moderate profile 375cc saline prosthesis experienced spontaneous asymptotic left sided deflation post procedure. The patient received an official medical diagnosis for the deflation. As a result, an explant was performed on (B)(6) 2020.